Event description:
It was reported that during a remote follow up, t-wave oversensing was noted on the device. Abbott technical support was contacted and reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received that the over-sensing was post-paced.